Event description:
It was reported that while placing the graft in the dermacarrier ii skin graft carrier, the graft got cranked and came out shredded. No add'l clinical info was rec'd prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.